Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). According to the complainant is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on (B)(6) 2018. According to the complainant, the bristles of the brush got caught by the elevator inside the scope and detached from the brush head. This event reportedly happened during cleaning, post procedure. It was not reported how the cleaning was completed. There was no serious injury nor any adverse patient effects reported as a result of this event.